Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 24-feb-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 8030647-2022-00069 for the first event. It was reported that during use the closed suction catheter was not suctioning properly. The device was replaced for a new device. There was no reported injury. No intervention was required. The device issue was discovered before there were any issues "on [the]ventilator." The clinician noted the same settings before and after the suction catheter was switched out. Additional information received 15-feb-2022 via medwatch/ FDA user facility report # mw (B)(4) stated: two ballard t-piece 14fr closed suction adult catheters were found to be defective when equipment was new. It was discovered that both suction catheters were not providing suction both were discovered before there was a critical need for suctioning. The equipment was switched out before it became a patient care issue. We have made note of the lot number, and set all of these aside for the time being.

Manufacturer narrative:
The device history record for the reported lot number, 30146579, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 22-apr-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : the device was not returned.